Event description:
Per received report: this coil came out of the packaging with the dpu white hub portion broken and barely hanging onto the proximal end of the coil pusher. Product was never used during the procedure and was accidentally thrown out after the case was completed. Additional clarification received from the affiliate indicated that the "packaging" mentioned in the complaint is the packaging hoop.

Manufacturer narrative:
When the 2 mm x 8 cm ultipaq cerecyte microcoil was taken out of the packaging hoop, the white hub portion was broken and barely hanging onto the proximal end of the coil pusher. The product was never used during the procedure and was accidentally thrown out after the case was completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the device for analysis, no conclusion can be made regarding possible root cause. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.